Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited frequent downstream occlusion and cassette error. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did find smiths tampered seal label was missing and scratches and cracks found on lcd lens screen. The customer stated problem was not confirmed. Could not duplicate customer stated problem, but it was found in the device history log multiple times. Replaced latch/lock optic flex sensor for preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Downstream occlusion sensor defective so it was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.